Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (10.8 mg/ml at 5.3 mg/day) via an implanted infusion pump. The pump's indications for use (ifus) were listed as non-malignant pain and other chronic/intractable pain (trunk/limbs). The hcp reported that the patient heard the critical alarm and the patient reported sudden withdrawal. The hcp read the pump on 2016-05-16 and saw an attention dialogue box for safe state. The pump logs showed that on (B)(6) 2016, low battery reset and safe state occurred. The hcp was going to discuss replacement with the managing hcp. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.